Event description:
It was reported that lens was explanted from the pt's right eye due to lens vault (z-syndrome). Add'l info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.